Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited an "elective replacement indicator alert." After a device download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.